Event description:
The hcp reported the pt had refill 1.5 weeks prior and "recently developed loss of efficacy." The pt was admitted to the e.r. The pump reservoir volume was checked and found to be 16cc and the expected volume was 12.2cc.